Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. At the time of the event the aortic neck has a reverse funnel shape. It was reported approximately 38 months post stent graft implantation the stent graft migrated, resulting in a type I endoleak. The cause of the migration may be related to the disease progression of the aortic neck along with loss of distal fixation which resulted in a type I endoleak. The physician elected to treat the patient with placement of two aneurx aortic cuffs. The endoleak was resolved. The patient was reported to be fine and no additional clinical sequela have been reported.

Manufacturer narrative:
Eval: results and conclusion: migration, endoleak. Disease progression, loss of distal fixation in the left limb, aortic neck angulation and a reverse funnel aortic neck. Secondary intervention required placement of two aneurx cuffs.